Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 55811016045, 510k # k122433 and UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterolateral spinal fusion at t12-l2 to treat burst fracture at l1. On an unknown date, post-op, the implanted screw broke. Kyphosis was also observed. Hence, a revision surgery was performed due to screw breakage. In this surgery, lamina hook was placed at l2, and fixation was performed again. Furthermore, x-core was performed at l1 from the anterior side. As the breakage occurred at the base of the screw shaft, the screw head was explanted whereas the threaded shaft remained implanted in the bone. No health damage in the patient was reported.